Manufacturer narrative:
This report 9612501-2018-00995 was sent in error as a duplicate for MFR report number: (B)(4), any additional information received in the future will be captured and submitted under the report number 9612501-2018-01007. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when taking out the specimen, the device fell into the patient and the bag partially detached from the ring. A new device was used to take out the specimen, the wound was slightly extended and the cavity was flushed to complete the case. There was no patient injury.